Event description:
Issue with spravato administration. Did not receive dose of medication from one click of nasal spray device. Patient diagnosed with refractory major depressive disorder and is concerned that he did not receive the full dose of spravato during today's treatment due to device malfunction.